Event description:
Multiple pt complications such as: pt pain, genito-femoral nerve entrapment, azoospermia and ilio-inguinal nerve entrapment. Event was reported to co by FDA. Info regarding the identity of the individual or user facility was not identified.